Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) result was obtained for a patient sample. The (B)(6) result did not match the results of the other (B)(6) measured. The patient sample was tested again and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.